Event description:
It is reported that a customer experienced high blood glucose of 425 mg/dl. The customer was treated for the high blood glucose with an insulin pen. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting the pump and found that the customer did not have a tubing clamp. The customer was shipped a tubing clamp and advised the customer to call back to trouble shoot on the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.